Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic mini bypass procedure, while firing, the device's knife stopped in the middle and the surgeon couldn't continue. They had to change the reload with another one which was working and the operation continued properly. No conversion to open procedure was made. Reload was removed by retracting the knife and opening the jaws by pressing the grey button then pulling out the device from the abdominal cavity.